Event description:
It was reported that pump displayed malfunction alarm with code malf 0 that could not be reset, and no additional details were provided about events leading up to issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode before return, advised that pump settings and continuous glucose monitor would need to be set up again on replacement pump, and requested return of problematic pump with prepaid label within 10 days.